Event description:
It was reported that during a laparoscopic sigma procedure, the device fired normal, by opening the instrument the anatomis had been completely torned. The sales rep saw a vodeo that the visible staples had no/hardly b0form. The instrument was completely closed and the indicator (green sign) was closed maximum. The surgeon was converted to open, resection, and take a new device to complete the procedure. There was no further consequence to the pt.